Event description:
An unruptured 10mm mca bifurcation aneurysm was treated with platinum and hes coils. The number and sizes of the coils used is unknown. Pt developed hydrocephalus 1 month post-procedure. Pt treated by ventricular drainage and symptoms resolved.